Manufacturer narrative:
The device was returned and evaluated by cardinal health. The device was received with all buttons remaining in the manufactured position. Leak testing was performed and no leaks were found in the balloon. Subsequently, visual inspection revealed that the balloon was partially filled with approximately 1/3 of saline and 2/3 of air. The condition of the returned device indicated that the balloon was not purged of air during the preparation step. Also, it was observed that the balloon's distal tip was inverted, which indicates that excessive tension was applied during pullback. The balloon was fully inflated with water after vacuum was drawn and pressure was maintained. The inflation indicator performed per specification. The inflated balloon diameter was also verified and was noted to be within specification. The review of the lot history record (f1616203) indicated that there were no reworks or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and the investigation performed, the root cause of the reported event could have been due to incorrect preparation of the balloon. The mynx instructions for use (IFU) instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and excessive tension being applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. There is no evidence to suggest that the mynx vascular closure device did not meet specification or perform as intended per the IFU. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that upon pulling the mynx ace device back "gently" to the arteriotomy, the deployer pulled the device completely out of the patient's body. The device was being used for arterial closure following a lower extremity peripheral interventional procedure. There was no prior pta, stent, or vascular graft in the common femoral artery. Antegrade access was obtained in the right groin and the stick location was noted to be in the superficial femoral artery. The device was prepped according to protocol without error and the black marker on the inflation indicator was fully exposed. The procedural sheath was exchanged and the mynx ace introducer sheath was inserted without difficulty. The device was inserted without incident. Resistance was not felt while inserting the device nor while pulling back to the arteriotomy. The balloon was still inflated when the device pulled through. Manual pressure was held for 30 minutes or less to achieve hemostasis and the patient's groin was dressed in a normal fashion. There was no visible damage in the distal end of the sheath after removal. The patient's hospitalization was not prolonged as a result of the event. No further information is available at this time.